Event description:
The complaint was received through a direct call from the customer (cath lab manager) to the emergency support program. It was reported that while the physician was placing the sensation plus 50 cc intra aortic balloon (iab) catheter, via axillary route (off-label use), it ruptured during insertion. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields - b4, d4 expiry date, g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d4 UDI number, lot number, g2 the complaint was received through a direct call from the customer (cath lab manager) to the emergency support program. It was reported that while the physician was placing the sensation plus 50 cc intra aortic balloon (iab) catheter, via axillary route (off-label use), it ruptured during insertion. Cath lab manager stated she was aware axillary insertion was off label. She reported the cath lab team did not save the balloon catheter, but did save the insertion kit box (lot # 3000503452). Esp team member confirmed that it was a getinge product (sensation plus 50cc). Esp team member collected product surveillance. No patient harm or injury reported.

Event description:
N/a